Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of excessive no delivery alarm on their insulin pump. Customer's blood glucose level was 642mg/dl. The customer states taking manual injections for the high blood glucose. The customer states they have been having high blood glucose levels in the mornings, due to the lack of insulin delivery. Troubleshooting was declined. Per the customer's request, the set and reservoirs are being replaced and returned for analysis.